Event description:
Pt underwent c-section on (B) (6) 2009 and a j-p drain was placed intraoperatively. On (B) (6) 2009 during attempted removal, the catheter broke leaving the remaining portion inside the pt. The pt required removal of this portion of the catheter in interventional radiology the following day.